Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the three implantable cardioverter defibrillator (ICD) devices failed the charge test prior to use. The device had been stored in cold conditions prior to the testing. None of the devices were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.